Event description:
It was reported that the implantable cardiac monitor (icm) clock was not set correctly to the local time. The caller was referred back to the clinic to have the device adjusted to their local time. The device remains in use. No patient complications have been reported as a result of this event.